Event description:
A user facility reported to olympus the evis exera iii video system center had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. The device evaluation found the image was black and white due to the failure of the electrical circuit board. The exact cause of the reported phenomenon could not be conclusively determined. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿image is not displayed¿ was not duplicated. It was not possible to determine whether the indicated phenomenon occurred due to the failure of the device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.